Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had flashing white display screen. The blood glucose was 270 mg/dl at the time of the incident. Customer stated that, the pump woke them up with a flashing white screen and they cannot clear it even after taking battery out. Troubleshooting steps were guided for flashing white display screen. Customer reported that, the display screen was solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments or display anomaly due to display anomaly. Unit received with minor scratches on case and minor scratches on lcd window.